Manufacturer narrative:
(B)(4). Concomitant medical products: 42500606202 ¿ femoral component ¿ 62435690, 42532007502 ¿ tibial component ¿ 62429568, 42521400710 ¿ bearing ¿ 62346482. Reported event was unable to be confirmed due to limited information received from the customer. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Per the persona knee system package insert pain is a known potential adverse effect of this procedure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00146, 0002648920 - 2019 - 00325, 0002648920 - 2019 - 00326.

Event description:
It was reported that bilateral patient underwent total right knee arthroplasty and subsequently is experiencing pain. No further information has been provided.